Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red irritation with welts under the front electrodes and seam of the garment. The patient began using a cream that was prescribed for an unrelated irritation and took claritin. The patient's physician recommended that the patient end use of the lifevest. Follow-up indicated that the irritation was healing.